Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests. Her results were 336, 231, and 191 mg/dl. She did not have any symptoms. Control test was not done due to lack of solution. On followup, it was learned that she did not have a problem with strip insertion, but stated that she sometimes has too much blood on her test strip. A control test was in range, 128 (92-139). The reporter demonstrated correct setting and meter maintenance techniques. She had checked meter with nurse and is comfortable with meter.